Event description:
It was reported that the asymptomatic patient presented for remote follow up via merlin.net. A review of the transmission revealed over-sensed noise exhibited the right ventricular lead. Noise occasionally resulted in pacing inhibition. Subsequent programming interventions were made. The patient was stable.

Event description:
New information received notes that the lead was capped and replaced on nov 12, 2024 due to over-sensed noise. The patient was discharged.